Manufacturer narrative:
We are now investigating details.

Event description:
(B)(6) 2016 - a (B)(6) female patient visited the injection physician and complained of knee swelling and pain. She received artz dispo injection in the knee for gonarthrosis after 33 ml of bloody synovial fluid was aspirated. (B)(6) 2016 - she visited the injection physician and complained of fever of 38.5 degree c and swelling at the injection site. Seventy ml of bloody fluid was aspirated from her knee. The culture of the fluid was negative. In blood test, crp was 9.86(+) and wbc was 5600. She was required to have a knee brace for walking. (B)(6) 2016 - she received 10 ml of steroidal injection in the knee. (B)(6) 2016 - she is now under observation.

Manufacturer narrative:
This is a definitive report. This case is no longer subject to MDR because the injection physician stated that this case did not meet serious criteria.

Event description:
On (B)(6) 2016 - a (B)(6) year-old female patient visited the injection physician and complained of knee swelling and pain. She received artz dispo injection in the knee for gonarthrosis after 33 ml of bloody synovial fluid was aspirated. On (B)(6) 2016 - she developed fever and knee swelling. On (B)(6) 2016 - she visited the injection physician and complained of fever of 38.5 degree c and swelling at the injection site. Seventy ml of bloody fluid was aspirated from her knee. The culture of the fluid was negative. In blood test, crp was 9.86 mg/dl (+) and wbc count was 5600. She was required to have a knee brace for walking and prescribed cefdinir 1 tab t.i.d. For 3 days. On (B)(6) 2016 - as calcium pyrophosphate crystal were detected in the synovial fluid, she received an ampoule of rinderon suspension (betamethasone acetate 2.5 mg) with 5 ml of xylocaine (lidocaine). She was prescribed celecox (celecoxib) 1 tab t.i.d. And rebamipide 1 tab t.i.d. For 7 days. On (B)(6) 2016 - she recovered.